Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced discomfort, vaginal mesh erosion, mixed incontinence, recurrence of urinary problems, pain and extrusion. It was also reported that the plaintiff experienced microscopic hematuria, urgency, frequency, dysuria, and urinary tract infection. The plaintiff underwent excision of vaginal mesh wherein the device was fully explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as toxic effects of multiple drugs and morbid obesity.